Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low/short battery lifetime and received replace battery now alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the issue was resolved by replacing the battery. No harm requiring medical intervention was reported. No product return is required for mmt-1880.

Manufacturer narrative:
The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored, no unexpected battery power loss and charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There was no battery related alarms or alerts recorded in the formatted history file on the event date. No unexpected battery power loss and charge/battery lasts less than expected noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 10/11/2024 16:10:00 after more than 7 days at 23.7 days. Battery cycle 2 received the lowbatteryalert (104) on 09/17/2024 20:26:00 after more than 7 days at 22.32 days. Battery cycle 3 received the lowbatteryalert (104) on 08/06/2024 06:01:00 after more than 7 days at 23.27 days. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days and charge/battery lasts less than expected per the pump history records. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the 06-feb-2025 the pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Customer alleged for unexpected battery power loss and charge/battery lasts less than expected were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.